Manufacturer narrative:
H6: device code 2017 clarifier - excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with a prostyle device after an ablation interventional procedure using an 8f sheath. Reportedly, there was difficulty deploying the plunger. Force was applied and the plunger was eventually deployed. When the plunger was retracted, a cuff miss [suture retrieval issue] was observed. It was noted that a piece of the plunger was broken. The broken piece remained in the body of the prostyle device. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle and material separation of the plunger were not confirmed. The difficult or delayed activation is related to procedural circumstances and cannot be replicated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Reportedly, the device had trouble when attempting to depress the plunger and force was used to complete the deployment. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: do not use excessive force or repeatedly depress the plunger. Excessive force on the plunger during deployment could potentially cause breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties. The cause of reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. Based on the reported information and the return device analysis is it likely the posterior needle tip did not fully eject from the shank. In this case, it is possible, that although there was not a needle to cuff miss, there was enough deflection to prevent the plunger from fully seating and ejecting the tip. In this condition it is likely for a suture break to occur. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.